Event description:
Operation notes were received from the surgeon's office for the patient's initial implant surgery. The operation notes indicated that after the surgical closure there was a region where there was a small button hole puncture of the skin where the tunneler had cut through. It was indicated that the place with the small button hole had been an area that had been a "very difficult area to tunnel." It was reported that the surgeon had attempted to lift up the area with both tooth forceps and a retractor and that it was very difficult to get the tunneler through. A small laceration of the skin was made as they were performing the tunneling as a result. This laceration was closed as the other incisions were closed and additional prep solution was added on it prior to dressing with dermabond and dry sterile dressing. No further relevant information has been received to date.

Event description:
It was reported by the patient's mother that the patient had to have surgical repair due to a lead issue. Further clarification from the surgeon indicated that during the patient's initial implant surgery the patient's anatomy made it difficult to close the incision for the lead site and the surgeon had to go back and modify the incision. The surgeon clarified that there was no problem with the patient's generator or leads and that the patient's mother did not understand what occurred after implant and reported something different to the nurse in clinic when the patient was following up. No further relevant information has been received to date.